Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2014 at 23:27:38. During night drain cycle two, the patient's ultrafiltration reading was 168093ml, indicating the home patient drained 168093ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was unexpected high ultrafiltration (uf) for therapy compared to other therapies. Should additional relevant information become available a supplemental report will be submitted.